Event description:
The patient reported that two days ago they started having severe abdominal pain in the lower left quadrant of her abdomen, which was where their pump was. The patient stated they thought the pain got better yesterday, but they took a percocet so they think that was why the pain seemed better. They stated they had percocet for breakthrough pain. The patient¿s pump was implanted to treat the patient¿s lower back pain. They reported being very swollen all over their entire body which started two days ago. They stated they had no falls or traumas, but they moved on (B)(6). They stated they did not lift anything heavy, but did help. They stated they had been doing more bending than normal. The medication infused was morphine. A change in therapy effect was reported. The patient reported they felt their pump stopped working. They went to the emergency room due to severe, debilitating abdominal pain. The patient¿s pain level had skyrocketed. The patient stated these symptoms started about a week prior to (B)(6) 2013. The patient had an appointment coming up with their doctor on (B)(6) 2013. They reported not hearing any alarms coming from the pump. The patient stated they had been getting the sweats and muscle aches.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).